Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) reported via phone call of issues with customer's reservoir. (B)(6) states air bubble anomalies were noted. (B)(6) states the customer's blood glucose level had spiked to 600mg/dl and had to be hospitalized. The customer's levels had been dropped to 400mg/dl. The customer's blood glucose level at the time of incident was 494mg/dl. The customer had not treated for the high yet. Large air bubble was noted to be present in the reservoir. The device was found to have failed high pressure testing and would have to be replaced.